Manufacturer narrative:
The field service rep was unable to determine a cause. He checked lld operation with no problems found. He also checked instrument alignments, and found the bottom position for beads off, readjusted the position. Calibrations and quality control were performed to verify analyzer operation. Control results were within limits.

Event description:
Customer experienced an on-going issue involving pt samples, which gave less than 0.007 for total psa results, that repeated higher. Customer states no other assays were affected and none of the low results were reported. Approximately 59 pt samples were involved and 54 pt examples were provided and determined to be discrepant. Initial and repeat results were generated in 2009, with units of measure in ng per ml. All initial results were less than 0.007 ng per ml, repeat results are as follows: pt 1, 0.038; pt 2, first repeat 0.308, second repeat 0.305; pt 3, 0.292; pt 4 0.840; pt 5, 6.88, pt 6, 0.319; pt 7, 0.152; pt 8, 1.08; pt 9, 0.447, pt 10, 20.74;, pt 11, 0.839; pt 12, 1.02; pt 13, 1.37; pt 14, 10.24; pt 15, 0.296; pt 16, 2.08; pt 17, 0.273; pt 18, 1.16; pt 19, 0.553; pt 20, 0.965; pt 21, 3.72; pt 22, 1.44; pt 23, 4.55; pt 24, 3.10; pt 25, 3.56. Pt 26, 0.719; pt 27, 0.790; pt 28, 1.45; pt 29, 0.704; pt 30, 0.437; pt 31, 0.295; pt 32, 21.39; pt 33, 0.605; pt 34, 0.243; pt 35, 0.407; pt 36, 0.246; pt 37, 14.06; pt 38, 0.262; pt 39, 0.410; pt 40, 0.253; pt 41, 15.25; pt 42, 1.86; pt 43, 0.988; pt 44 1.93; pt 45 2.77; pt 46, 0.435; pt 47, 1.58; pt 28, 0.345; pt 49, 0.327; pt 50, 0.237; pt 51, 0.196; pt 52, 0.171; pt 53, 0.007; pt 54, 22.4.